Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01541. This report is being submitted as additional information. The referenced report of previously reported external percutaneous lead replacement, known short to shield is captured under medwatch MFR report #2916596-2015-02419. Approximate age of device- 4 years and 6 months. Manufacturer investigation conclusion: analysis of the log files provided by the account confirmed the reported pump stoppage events and associated low flow alarms; however, a specific cause could not conclusively be established through this evaluation. The submitted log files contained data from (B)(6) 2018 to (B)(6) 2018. The log files captured pump stoppage events on (B)(6) 2018, (B)(6) 2018, while the patient was supported by both the power module and 14v li-ion batteries. The low speed hazard and low flow hazard alarms were triggered during those events. It was noted that after the controller exchange, the file continued to show that the pump was unable to maintain the set speed. The heartmate ii left ventricular assist system instruction for use contains information regarding pump speed, power, flow, and pulsatility index. This IFU and patient handbook also addresses all system controller alarms and how to respond to such events. Additionally, these documents contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii left ventricular assist device drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had multiple low flows and pump stoppages due to an internal driveline fault. The patient was asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and observed a number of pump stoppages on both power sources between (B)(6) 2018 and (B)(6) 2018. The second log file had 4 lines of current data and showed the pump unable to maintain the set speed. The patient had a previous external percutaneous lead replacement, known short to shield.the pump was exchanged (B)(6) 2018 and will not be returned for evaluation. No additional information was provided.